Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zoll manufacturing corporation and evaluation is currently underway. A review of the downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment and patient death.

Event description:
A u.s distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated once during the event. At 05:04:32 the patient degraded from a sinus rhythm (60 bpm) to asystole. The lifevest delivered a 170j treatment at 05:29:10 while the patient was in asystole. The patient remained in asystole following the treatment. Oversensing of low-amplitude cardiac input signal contributed to the false detection. A lower than anticipated patient impedance (13 ohms) contributed to the high energy shock. The patient remained in a non-treatable rhythm until the lifevest was deactivated at 06:32:53. Response button use at 05:50 suggests the presence of a bystander during the event. No further information surrounding the event is available. There is no indication that the lifevest treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.

Manufacturer narrative:
Follow-up report: event date on initial report was incorrectly reported as (B)(6) 2017 and is being corrected to (B)(6) 2017. Date equipment was received by manufacturer on initial report was incorrectly reported as 10/13/2017 and is being corrected to 10/17/2017. Belt sn (B)(4) manufacturing date was incorrectly reported as 04/09/2015 and is being corrected to 02/17/2014. Initial report: device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zoll manufacturing corporation and evaluation is currently underway. A review of the downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment and patient death.

Event description:
Follow-up report: date of event, date of equipment received by manufacturer, and belt (sn (B)(4)) manufacturing date being corrected. Initial report: a us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated once during the event. At 05:04:32 the patient degraded from a sinus rhythm (60 bpm) to asystole. The lifevest delivered a 170j treatment at 05:29:10 while the patient was in asystole. The patient remained in asystole following the treatment. Oversensing of low-amplitude cardiac input signal contributed to the false detection. A lower than anticipated patient impedance (13 ohms) contributed to the high energy shock. The patient remained in a non-treatable rhythm until the lifevest was deactivated at 06:32:53. Response button use at 05:50 suggests the presence of a bystander during the event. No further information surrounding the event is available. There is no indication that the lifevest treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.